Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, a wire was disconnected. This was noticed during set up prior to a procedure. The device was changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The returned level sensor was examined by a laboratory tech who visually confirmed the broken wire. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.